Event description:
Covidien rec'd info that the touch screen on the ventilator was unresponsive during device setup. The screen could not be calibrated. The device was not in use on a patient when this event occurred.

Manufacturer narrative:
(B)(4).